Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 37 mg/dl; cause was unknown. Bg was addressed via consumption of carbohydrates. The customer was instructed to consult with healthcare provider regarding bg level.